Event description:
It was reported that during a left laparoscopic radical nephrectomy procedure, the tip of the device broke off. There was no patient consequence. Unknown how the case was completed.